Event description:
A 72-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2025. On february 04, 2026, novocure received a medical record dated (B)(6) 2026, indicating that the patient had developed a scalp rash accompanied by weeping yellowish drainage. The patient had been using hydrocortisone and antifungal cream. The health care provider (hcp) suspected allergic dermatitis associated with optune gio tape and adhesive and prescribed cephalexin 500mg, three times daily for seven days to rule out possible cellulitis. The patient was instructed to discontinue hydrocortisone ointment and ketoconazole cream and was advised to take diphenhydramine 25mg as needed for pruritus. Additionally, triamcinolone ointment and dimethicone cream were prescribed. During the follow up appointment on (B)(6) 2026, it was noted that the scalp rash persisted. The patient was started on oral prednisone and prescribed clobetasol ointment. On (B)(6) 2026, the prescribing physician provided additional information indicating that the patient required dermatology treatment but was not hospitalized and continued optune gio therapy. According to the physician, the event was related to optune gio therapy.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).